Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to be calibrated after repeated attempts and it was noted that after the stylus was calibrated the cursor did not respond to the spot on the screen. It was confirmed the stylus functioned with a known good display. All found defective parts were replaced. The programmer software was reloaded and updated. The programmer passed all safety, console and systems tests.

Event description:
It was reported that the programmer was unable to be calibrated after repeated attempts. The programmer would recalibrate but after several checks the stylus and cursor were misaligned. The programmer was returned for service. There was no patient involvement.